Manufacturer narrative:
Visual inspection: the plate is broken apart at the crossover between hole 12 and 13 counted from the end of the longer side. On the short side is one cut visible and at long site to cuts are made for length adaption. It not clear if the two returned cut off pieces really belong to this plate or to alternatively used plate because no combination of the returned devices makes 7 holes and 23 holes in total. The plate was bent out of plane to an angle of about 30 degrees before it broke. The rest of the plate is bend in different directions and there are all over clearly visible very deep nicks from a bending tool. Dimensional inspection: width (measured at the next intact crossover). Specification measured: 5.08mm - pass. Thickness (measured at the next intact crossover). Specification measured: 2.12mm -pass. Material review: the review of the manufacturing documents did confirm that the used material was according to the specification. Precaution: minimize notching or scratching of the implant during contouring. These factors may produce internal stresses which may become the focal point for eventual breakage of the implant. Precautions: avoid reverse bends as it may weaken the plate and lead to premature implant failure. -avoid sharp bends. Sharp bends include a single out-of plane bend of over 30 degrees between two adjacent holes the review has also shown that for out of plane bending like in this case either the bending irons parts 03.503.077 and 03.503.078 or the bending pliers with nose part 03.503.056 have to be used. If the bending pliers with nose is used the with out of plane and second step marked part of the tool has to be used. The ¿duckbill¿ end of the bending pliers with nose is used to bent the last segment of a plate, which is accordingly marked on the device. Summary the complaint is confirmed as the plate is broken apart as complained. Based on the findings above a manufacturing related issue can be excluded. There was no information provided which bending tool was used, also how the tool was used is unknown. The several very deep nicks in a short distance next to the breakage indicate that neither the bending irons nor the out of the plane part of the bending pliers with nose was used. These devices would not damage the plate in such a manner in such a short distance to the fracture. May be the nose part of the bending pliers with nose was used for bending, the part which is actually just used for the last segment. The lateral view of the breakage (last picture in the attachment) has wavy appearance which indicates back and forth bending which would weaken plate. Based on these findings we have to assume that inappropriate handling caused the complained malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot please note, this DHR review is for sterilization procedure only: part: 04.503.740s. Lot: l348006. Manufacturing site: selzach. Supplier: frueh ag. Release to warehouse date: 20.mar.2017. Expiry date: 01.mar.2027. Non-sterile 04.503.740 / h307109 was manufactured in us, elmira. Part mfg date: 28-feb-2017. Part exp. Date: n/a. Manufacturing location: depuy synthes ¿ elmira. Lot number: h307109. Part number: 04.503.740. A review of the device history record (DHR) revealed no non-conformances. The DHR shows lot# h307109 of timatrixmandible 7x23 angle recon pl right 2.5mm thick was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the on (B)(6) 2018, the plate was broken when the surgeon performed pre-bending during an unknown surgery. The surgery was completed without any further issue. There was no surgical delay. There was no adverse consequence to the patient. This report is for one (1) ti matrixmandible 7x23 angle recon pl right 2.5mm thick this is report 1 of 1 for (B)(4).